Manufacturer narrative:
After pre-dilation as the stent delivery system (sds) was being advanced towards the calcified iliac artery the stent was reported to have dislodged and migrated into the thoracic aorta. No unusual resistance was encountered while advancing the sds. The physician deployed another stent in order to trap the dislodged stent against the aortic wall. There was no reported patient injury. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. No corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event.

Event description:
During the embolization of an aneurysm, the physician accessed the left carotid artery from the right brachial artery with the neuron catheter. The physician placed the neuron into the right internal carotid and injected contrast. The physician reported that he could not see the contrast exit the distal tip of the catheter and then noticed that there appeared to be a break about 10cm from the tip. The physician then decided to remove the damaged device and used another catheter to complete the case.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The stent was being advanced into position for deployment when the physician noticed the stent was not on the original pta catheter, rather it migrated to the thoracic aorta. The stent then came down the aorta and the physician used another stent, smart control large (B) (4), to trap the genesis stent against the aortic wall. The product will not be returned since it was trapped against the aortic wall.